Event description:
It was reported the easi-v securement device no longer adhered to the skin after two days of use. The securement device was removed and replaced. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional info become available, a f/u report will be submitted. (B)(4).